Event description:
It was reported that a false positive result was obtained while using the bd bactec¿ mgit¿ 960 system. No erroneous results were reported out and there was no report of impact to patients.

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported a false positive. No patient impact was reported. An fse visited the site and the instrument was performing to specifications. It was suggested that the laboratory internal temperature required a check and that was listed as the cause code in the service report. The root cause was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required.

Manufacturer narrative:
E1: initial reporter phone (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a false positive result was obtained while using the bd bactec¿ mgit¿ 960 system. No erroneous results were reported out and there was no report of impact to patients.